Event description:
The user facility stated that the sleeve surrounding the catheter had torn during the suction procedure. They also stated that the device was used for six days when the directions for use state to only use up to 24 hours. There was no medical intervention nor injury to the patient. Kimberly-clark or ballard medical has no first hand knowledge of the allegations but is relaying information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
There was no lot number cited; therefore, review of the device history record could not be conducted. A visual, preliminary evaluation of the returned device and components was performed through the packaging prior to sending the product for decontamination. There was a flex tube and a 15mm swivel adapter attached to the t-piece of the catheter. The sleeving surrounding the catheter was very rustled in appearanace. There was a clean split in the sleeving approximately 5 1/2 inches in length along the seam. There were no tears or cuts in the sleeve visible. The position of the split was approx 2 inches below the swedged end near the valve down approximately 5 1/2 inches. The remainder of the product was intact. The directions for use states "do not use for more than 24 hours." The user facility stated that this product was used for six days when the sleeve tore. The product was used off label, five days after labeled instructions. The failure of the device sleeve was related to the facility's use of the device beyond the labeled specified time frame.